Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. On an unreported date in the same month as event onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) fortaz (1gm daily) vancomycin (1gm every five days). The patient was discharged two days prior to receipt of this report and was subsequently re-admitted seven days later for the peritonitis event. The patient received ip antibiotics at home, post discharge. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.